Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 caused by loose bracket screws. The upper auxiliary assembly was replaced since it contains the bracket screws. System error 322 will occur when the pump transitions from the door open state to the door closed/set - loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.